Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance due to suspected neuropathy, resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a different type of device device during the same surgery.

Manufacturer narrative:
(B)(4).